Event description:
The device was used during a colon resection procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.